Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the device displayed a high o2 supply pressure alarm and an oxygen not available alarm. The device was in use at the time of the event. The patient was moved to a different ventilator. There was no delay in therapy, and there was no medical intervention required. No patient or user harm reported. The customer reported that while the device was on a patient, a nurse changed the source of oxygen to a cylinder. The pressure of the cylinder was set to high, and so a high o2 supply pressure alarm and an oxygen not available alarm occurred. The nurse then changed to another way of ventilation, and the oxygen supply was back to providing oxygen from a wall. The result was that the alarms continued, and o2 measured concentration did not increase from 21%. During evaluation, the phenomenon persisted even though testing was performed with the device powered off. Therefore, the device was replaced with another v60. The investigation is ongoing.

Manufacturer narrative:
The reported phenomenon was not confirmed. Functional test was performed but no abnormality was confirmed especially. Software version was checked. (Ver.2.30) unit was cleaned, run in tests and functionally tested.